Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported low impedance between the lvtip and case electrodes was confirmed in the laboratory. The cause of the anomalywas not determined because the anomaly was lost during the analysis.

Event description:
It was reported that the patient presented for a device change out. Upon implant low lv impedance was observed when the device was placed in the pocket. No impedance anomaly was present when the device was removed from the pocket. It was also noted that when the device was in the pocket and would come in contact with the muscle tissue the muscle would start twitching. The device was not implanted and was replaced.